Event description:
The company was informed that the patient has been unable to receive any benefits from her implanted device since (B) (6) 2008, she continues to have facial twitching, even with the lowest level of stimulations. The doctor plans to surgically re-position the electrode array. Surgery will be scheduled.